Event description:
Caller reported aviva blood glucose results of "in the 300's" mg/dl and "in the 100's" mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.